Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18799. It was reported the patient experienced unwanted stimulation and ineffective therapy with their drg system. X-rays confirmed the s3 drg leads had migrated. In turn, surgical intervention was undertaken wherein the s3 drg leads were explanted and new leads were placed in l1. Effective therapy was established post-operatively.